Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl at the time of incident. Blood glucose level at the time of call was 244 mg/dl. The customer did not experienced any symptoms of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that insulin pump was over delivering insulin. The customer was not using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.